Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct-2019 through sep-202 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 21sep2021. An investigation was conducted on 19jan2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the handle. The silicone insulation on the cold jaw was observed to be slightly peeled and cracked closest to the tip of the cold jaw. The silicone insulation on the hot jaw was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The toggle was maneuvered to open and close the jaws. The jaws of the device were able to be opened and closed with no physical or visual defects observed. The jaws were lined up with each other during the mechanical evaluation. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed, but was confirmed for the analyzed failure "peeled jaw".

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 had an issue whereby the jaws of the hemopro cutting device was not aligned. They opened another kit to complete the case. No harm to patient.